Manufacturer narrative:
(B)(4).

Event description:
It was reported that competitive atrial pacing induced an episode of non-sustained atrial tachycardia. The patient was asymptomatic. An auto mode switch episode was triggered and av synchrony was restored. No intervention was performed at this time.